Manufacturer narrative:
(B)(4). Mfg date: manufactured on march 25, 2015 ¿ march 27, 2015. The device was returned for evaluation. A visual inspection revealed a loose black particle approximately 0.02 square mm in size, located underneath the white filter. The particle was in the fluid path. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the filter of a small volume intermate. The device was compounded with meropenem. There was no patient involvement. No additional information is available.